Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). After an attempted deployment, the closure device was resheathed and a kink occurred in the sheath catheter. The procedure was discontinued. No patient complications were noted.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system (wds) with the implant 0.5cm outside the sheath. Visual and microscopic analysis was performed on the implant, sheath, hub, core wire, and sheath tip. Numerous kinks were found in the sheath and the core wire was kinked 3cm proximal of the tip. The kink in the core wire aligned with the buckling observed in the sheath. Damage to the tip consisted of flared tri cuts and abrasions on the inside of the sheath tip. Examination revealed the implant had anchor damage. Product analysis of the device confirmed the reported event of a sheath kink.

Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). After an attempted deployment, the closure device was resheathed and a kink occurred in the sheath catheter. The procedure was discontinued. No patient complications were noted.